Event description:
The customer reported a ventilator turns on and off on its own. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The philips field service engineer (fse) confirmed and duplicated the reported issue. Following the evaluation of the device, the fse replaced the front bezel without a navigation ring to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other anomalies were reported.